Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The graftmaster, is being filed under a separate MFR number. There was no reported product deficiency. The reported perforation is a known adverse event listed in the promus instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the graftmaster device was selected for use to treat a perforation that occurred during the deployment of a 2.5 x 18 promus stent; however, the stent delivery system would not cross through the side branch cell of an older previously placed stent. A dilatation balloon was used and inflated for approximately 12 minutes which successfully sealed the perforation. No additional information was provided.